Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported having trouble setting the occlusion evenly on the arterial roller pump. The user facility's biomedical engineer (biomed) provided measurements of 70mm on one roller and 240mm on the other roller. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the roller pump was found to meet all specifications; roller to roller, casting runout check and functional testing found no occlusion issues. Service repair technician (srt) then performed multiple roller to roller readings and while they were all within specifications, they were not consistent. Further inspection found one of the pump gut rollers to have a faulty bearing. The srt replaced the gut assembly. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per follow-up with the ccp, they use 1/2 inch pvc tubing. When setting the occlusion on the arterial roller pump with the roller isolated in the primed circuit with pressure run up to 250 mmhg (no open shunts, all other lines clamped) one roller bled pressure back into the reservoir at a rate of approximately 1 mmhg/second, the other roller 30-40 mmhg/second. They were unable to set occlusion of both rollers closely to one another. No error message was observed on the roller pump.